Event description:
Customer reports lancet sticks out before and after being fired while using the multiclix lancet device. Customer reports he has a small scratch on his hand from the lancet protruding; no treatment was received. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.